Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/10/2021. H.6. Investigation: three open 32g x 4mm pen needle samples and three photos were returned from lot. No. 0162452, cat. No.320559. Visual examination of the returned samples and photos was carried out and a broken non patient end of cannula was observed on two samples. Due to the condition of the two samples no clog test could be carried out. A clog test was carried out on the remaining sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: upon injection, drug didn't come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: upon injection, drug didn't come out.